Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion spinal therapy for scoliosis. It was reported that during an intraoperative procedure at levels t3¿l, a ratcheting handle was broken, and no fragment remained in the patient. During the same procedure, a inserter was reported to not retain the tulip head appropriately. Another set of instruments was available and was used. No patient symptoms, complications, or additional treatment or surgery were reported, and the patient outcome was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.